Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified common iliac artery. A 5.0 x 100, 75cm mustang¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured after a duration of 2 seconds. The device was completely removed and the procedure was completed with a 7mmx2cm mustang¿ balloon catheter. No patient complications were reported and the patient¿s status was good.